Event description:
It was reported that during unrelated service visit by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) had liquid damage found on front end pcb. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) hasn't attended as the customer has never provided a purchase order (po). Fse have been advised by management to close all cases older than 60 days with no action. The investigation shall be closed now. If any other additional information received about service the complaint will be reopened and updated it. Customer has never provided a purchase order.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) cardiosave liquid damage on pcb. Getinge field service engineer (fse) internal note. We are waiting for the customer to approve the quote to go onsite. Once the quote is approved and the fse goes onsite, more information can be requested by the relevant fse. No patient involved